Event description:
It was reported that during a da vinci s mitral valve repair procedure, the customer experienced multiple recurrences of system error codes #23013 and #23008. The surgical staff was unable to clear the faults. The patient was under anesthesia for 2 hours before the surgical staff made the decision to reschedule the procedure to a later date. No port incisions had been created. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Conclusion: the investigation conducted by field service engineering concluded that system error code #23013 and #23008 experienced by the customer were associated with the endoscopic camera manipulator (ecm). The ecm is the camera arm located on the patient side cart which provides the sterile interface for the 3d endoscope. The system was repaired by replacing the affected ecm. The system error codes #23013 and #23008 functioned as designed and there was no injury to the patient. The davinci s safety system determined a differential change in the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), were out of specified tolerance for agreement. Upon determining these conditions, the safety systems put davinci s in a "recoverable safe state". The ecm were returned to isi for failure analysis investigation, however, the fault experienced by the customer could not be duplicated. Based on the system error logs, the encoder assembly and a motor assembly were replaced as a precautionary measure. As of 2008, there have been no reported recurrences of the issue at this hospital.